Manufacturer narrative:
(B)(4). Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for needle pull tensile strength and it met the requirements.

Event description:
It was reported that a patient underwent a hip replacement procedure on (B)(6) 2011 and suture was used. It was reported that the needle pulled off the suture during use. There was no adverse patient consequence reported.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the batch number was conducted and the batch met all finished goods release criteria.